Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump suspended inappropriately. His sensor glucose was in the 60 mg/dl range but his blood glucose was 120 mg/dl. The mother wanted to know if there was a way to override the threshold suspend. The customer was advised on how to find the display option to resume basal delivery. No further assistance was required, and no products were shipped or returned.